Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary for (B)(4): the full lead was returned, analyzed and no anomalies were found. It was noted that there was blood/body fluid on all conductors (not obstructed), the outer insulation was melted, the outer insulation was breached cut and there was apparent explant damage.

Event description:
It was reported that the left ventricular lead became dislodged, possibly due to extra slack left in the vein. The lead was removed and replaced. No patient complications have been reported as a result of this event.